Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated (greater than 500 mg/dl) due to medication. Customer's healthcare provider recommended changing the pump correction factor to address the issue.